Event description:
The facility representative reported a colleague volumetric infusion pump which interrupted patient therapy with a constant alarm. No patient injury or medical intervention resulted from the event. The current software version of this device is unknown. No additional information was available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a constant alarm. The root cause was determined to be depleted main batteries. The main batteries were replaced to repair the reported condition. Service history review determined that the device has not been previously sent into service for the reported condition of "interrupted patient therapy with a constant alarm." The user interface module master software version is 5.09.90, which is classified as remediated. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the root cause investigation for the reported problem is in progress through mdq-CAPA-(B)(4).